Manufacturer narrative:
Other applicable components are: product ID: 97740, (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-oct-20. It was reported that no steps were taken yet to resolve the issue of the implantable neurostimulator (ins) not working and the poor communication screen. The patient stated that they had an appointment scheduled for (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient had come in with dead batteries in their patient programmer (pp), but they replaced those and are now only seeing poor communication screen. Patient indicated their ins doesn't work anymore and they stopped charging it because it wasn't doing any good so they turned it off and quit charging it. The patient was told to attempt to connect with pp and continued seeing poor communication screen ever after hcp confirmed they could feel the ins and after moving the antenna down below the patient's scar mark. Patient claimed they were told they were full body eligible. The last successful recharge was "a while ago" and patient hadn't charged to full but noted they didn't have any trouble connection with ins at that point. The patient indicated they tried to charge just now and they aren't able to connect at all - they tried hitting green button and moving antenna around and it's not connecting. It was reviewed the MRI options and that ins is likely over-charged. It was suggested the patient see physician to have device jump started so they can go into MRI mode normally. No further complications were reported. No additional patient symptoms were reported.